Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had watchdog timeout anomaly. Customer's blood glucose level was unknown. Customer stated that insulin pump had high pitched noise and they were unable to clear the alarm. Customer reports that insulin pump had partial display and display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm and no missing segments display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify watchdog timeout alarm due to buttons not responding.